Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.